Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device had been reprogrammed a couple of times. The patient reported that when it quit working she knew it would never work again due to its age. The patient reported that the device was unable to be brought back to life. The patient reported that the device not working had not been resolved. No further complications were reported.

Event description:
The consumer reported that her implant quit working and hadn¿t worked in a couple of years. The patient was wondering if she needed to follow the same airport security guidelines. The indication for use was cervical radiculopathy. No patient symptoms reported.